Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and fever. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with vancomycin injection (1gm and discontinued after 2 weeks) and meropenem injection (1gm and discontinued after 2 weeks) for peritonitis. Nine days after the event onset, the patient was recovered. Pd therapy was ongoing. No additional information is available.